Event description:
The dr was unable to advance the iab into the sheath. The iab kinked. The iab was removed and a second was inserted. (Event complications; none from the event- reported 7/29/97.) (Pt's current status: unk- rpt'd 7/29/97.)

Manufacturer narrative:
Evaluation: the iab was received intact for evaluaiton with the membrane noted to be completely unfolded. Blood was noted on the exterior of the iab and within the inner lumen. The sheath used with the iab was also returned. The sheath was not in place over the catheter o.d. Were measured and found to be within datascope's mfg specifications. The unfolded membrane appeared normal under room light and polarized light. It was not possible to pass the unfolded membrane through the returned sheath/hemostasis valve assembly due to the condition of the returned membrane. It was possible to pass a folded laboratory membrane through the returned sheath/hemostasis valve assembly without difficulty. Probable cause of difficulty: even though no mfg defects were found in the unfolded membrane or in the returned sheath based on the examination, it was not possible to verify the encountered difficulty due to the condition of the returned membrane. In general, difficulty advancing the iab into the sheath may be attributed to one or more of the following: the user may have nto drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath.